Event description:
It has been reported to co that during the procedure following the placement of the wire across the lesion, the physician attempted to advance the catheter and the hub of the catheter broke off. The detached hub was removed along with the catheter. The pt is reported as fine and the device is being returned for co analysis.